Event description:
The product was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. On (B)(6) 2022 the customer alleged for failed battery test and battery cap damage. The test p-cap locks properly in place in the reservoir compartment noted. Device received with battery tube threads - cracked, stained keypad overlay, pillowing keypad overlay, label damage (faded end cap), corroded battery tube identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the device history found: failed batt/battery failed alarm (58) on (B)(6) 2022 at 21:32:44.000, 21:49:41.000, 21:49:53.000, 21:49:58.000, 21:51:31.000, 21:54:14.000, 21:54:36.000, 21:55:45.000, 21:59:21.000, 21:59:43.000, 22:00:22.000, 22:00:30.000, 22:10:00.000, 22:46:09.000, and 22:47:16.000. Device passed self test, active current measurement and displacement test. Device failed sleep current measurement test. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electric boar , force sensor, motor and vibrator assembly noted. Failed battery test confirmed and unexpected battery power loss confirmed due to corroded battery tube. Battery cap damage unknown as battery cap was not included with device . Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a battery failed alarm multiple times and reported battery contacts came off on the 5th battery. It was found that the pump is a part of the clear retainer ring recall. Troubleshooting was performed. The customer confirmed that the battery cap contacts missing. No harm requiring medical intervention was reported. The customer was advised to discontinue pump use. The insulin pump will be returned for product analysis.